Event description:
During a procedure, while administrating propofol and fentanyl, the middle port leaked 50-100cc (propofol was used in the middle port). The port that wasn't in use was capped. The manifold was removed from tubing and continued injection in rubber port.